Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/12/2015-product analysis:the device was returned and evaluated by product analysis on 02/26/2014 with the following findings:the complaint was unable to be duplicated with investigation. Review of the black box revealed related alarms. The pump successfully completed a prime sequence without issue or alarm. Force sensor calibration was found to be within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.